Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery: battery/ (B)(4)/ model #: 1650de / expiration date: 2019-03-31, (B)(4). Device available for evaluation?: yes, return date: 2018-07-11. Device evaluated by MFR?: no, device evaluation anticipated, but not yet begun. Mfg date: 2018-03-26. Labeled for single use?: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced multiple power disconnects while at home. These disconnects alarm happens when changing his batteries. The site further noted that the controller lost power momentarily. The battery has been exchanged while the controller is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the controller was not returned for analysis. One battery was returned for evaluation. Review of the manufacturing records confirmed that the associated battery met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the battery in relation to the reported event. Failure analysis of the returned battery revealed that the device passed visual examination. Functional testing revealed a cell pair which falls below a voltage threshold. A supplemental testing revealed that the battery had a faulty weld between one of the cell pairs. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a disconnection within each 15-minute interval. Analysis of the event files revealed a controller power up event on 06/16/2018, at 12:47:58. The data point prior to the loss of power revealed that bat597840 was connected to power port one with 51% relative state of charge (rsoc) and bat597841 was connected to power port two with 98% rsoc. The data point after the controller power up event revealed that no power source was connected to power port one (1) and bat597841 was connected to power port two. The controller was without power for 20 seconds. Alarm log files revealed multiple power disconnect alarms involving bat597840. During the power disconnect alarm a safety alert word (saw) value was recorded indicating that a cell pair depleted below a voltage threshold. This observation is also related to the observed faulty weld found during testing. As a result, the reported loss of power and power disconnect alarms were confirmed. The most likely root cause of the loss of power can be attributed to a disconnection of both power sources from the controller, a battery malfunction and/ or an intermittent connection on one or both power sources. The most likely root cause of the battery unable to provide power and power disconnect alarms can be attributed to a lifted cell weld. An internal investigation has been opened to evaluate the controller losing power and implement corrective actions as required.. Additional products: battery, bat597840; device evaluated by MFR: yes; FDA method code(s): 10, 3331, 4112; FDA results code(s): 120; FDA conclusion code(s): 23. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.